Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: corrected data h6: the device problem code has been updated. Investigation summary: the actual device was not returned for evaluation, however photos of the device were returned. Review of the photographic evidence only shows the lateral side of the left-sasi, and no cosmetic defects that could have contributed to the reported event were observed. Although the sasi was not returned for evaluation, the reported event can be confirmed as the issue resulted in connection interrupted and the system displayed an error message. The investigation conducted by the lcm team showed that on intake, it was confirmed that the sasi was found to be unlatched during resection, which lead to an application-terminating error. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the provided confirmation that the clasp was found unlatched during resection, the most probable error that occurred was a saw3 xxx318. However, without the return of the sasi, the assignable root cause for the disengagement could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown at this time.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device had an error code and led to termination of the case. It was reported that the red connection came loose, and the non-sterile part was not touched. It was reported that there was a two-to-three-minute delay in the surgical procedure. It was reported that the case was converted to a manual procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.